Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error 24(this alarm is generated when a power failure is detected), also damage in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. There was crack on the case of battery tube side. The customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked into place properly. The (thump) software was utilized and download the trace/history files properly. Pump passed the self test, sleep current measurement, and active current measurement. The power management graph confirmed, and in the pump history on (B)(6) 2025 12:34:00.000, pump error 24 alarm was triggered when the mtr_vcc voltage was less than 2.9v for 3 consecutive minutes. The pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, and vibrator assembly. Isolated to the electronic stack due to a hardware error. Pump received with a label damaged (faded), cracked battery tube, cracked corner of belt clip rails, cracked battery threads, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, pump error 24 alarm confirmed in the pump history, problem isolated to the electronic assembly. In addition, customer concerns of a cracked battery compartment were confirmed when a cracked battery thread, cracked corner of belt clip rails, and cracked battery tube were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.